Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical site that the patient reported increased driveline drainage in (B)(6) 2014 and was seen on (B)(6) 2014.  A CT scan was recommended to evaluate the extent of the drainage. Patient was not treated with antibiotics at that time per his preference. Patient for several months delayed CT scan. Patient had several prior driveline cultures on (B)(6) 2013 and (B)(6) 2014 which have all shown mixed flora including raoultella, strep viridians and candida. Patient was not treated with antibiotics for any of these cultures.  Patient denied any other symptoms during this period.  Patient was seen by infectious disease (ID) on (B)(6) 2015.  Patient denied fever, chills, night sweats or other systemic symptoms. Swabs of nares on (B)(6) 2015 were negative for (B)(6).  (B)(6) result indicated colonization and treatment was not indicated. At the (B)(6) 2015 ID visit, patient reported that he had a fever of 101 f on (B)(6) 2015 and there was a marked and dramatic change in driveline site drainage on (B)(6) 2015. Patient treated with several antibiotics. On (B)(6) 2015, patient was admitted for elective driveline debridement and washout of driveline site, done on (B)(6) 2015. On (B)(6) 2015, patient went back to operating room (or) for driveline wound washout and wound vac placement. Patient was readmitted from (B)(6) 2016 and treated with antibiotics. Patient was seen on (B)(6) 2015 with continued driveline site discharge and wound vac was resumed on. Patient seen (B)(6) 2016 and was doing well with minimal driveline drainage. No fevers or chills on (B)(6) 2016 and feeling well. Patient seen (B)(6) 2016 and was doing well. Had 2 episodes of a red patch on area around the driveline site which he used mycostatin for and this cleared up. No fevers or chills.  Patient seen on (B)(6) 2017 with no fevers or chills. Tolerating bactrim without incident. Driveline site is about the same. There is some drainage at the site but this is not new or different from baseline. Pt completed the study on (B)(6) 2017. Ae will be considered resolved with sequelae as stable for last few months.  No additional information available.